Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The real time operating system (rtos) cpu and general purpose operating system (gpos) were also identified for future replacement by the onsite technician. No conclusion can be drawn as final repair information is unavailable at this time and no additional service information was provided.